Event description:
The pt was implanted with a left ventricular assist device (lvad). Info was provided to the manufacturer through their device tracking system indicating that the pt expired. The cause of expiration is noted as "multiple organ failure".

Manufacturer narrative:
A correlation between the device and the reported multi-system organ failure (msof) could not be determined as the pump was not returned for analysis and an autopsy was not performed. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported that the patient was intermacs 1 prior implant and spent 3 weeks in intensive care unit (ICU). The patient became jaundice then place on max drips and cvhvd (dialysis). He went into multisystem organ failure and care was withdrawn. There was no autopsy performed and the pump was not returning.

Manufacturer narrative:
The manufacturer is attempting to acquire the device and obtain additional info regarding the reported event. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.